Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The DHR for the libre sensor kit indicated by the serial number provided by the customer was reviewed. The DHR showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc freestyle libre sensor detached after two days of wear and was therefore unable to monitor glucose levels. The customer further reported experiencing feeling faint, nauseous, weak and was unable to self-treat. Customer had contact with a healthcare professional who diagnosed her with hyperglycemia and administered an unspecified intravenous infusion, anti-nausea injection, and prescribed ondansetron as treatment. There was no report of death or permanent injury associated with this event.